Event description:
The customer reported that the system would not fluoro when they depressed the footswitch. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board was replaced the tube ports were cleaned and the x-ray tube was recalibrated. The system was then found to be operating as intended.